Manufacturer narrative:
The remedial action field was previously marked as not applicable and has now been updated to required. Additionally, the remedial action initiated field was selected as recall, and this change has been updated in the report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that device was noisy. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.